Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. The visual inspection performed on the device determined that the lens was damaged due to being improperly handled .

Event description:
Lenstec received an email stating " lens did not load properly in cartridge. Md attempted to insert the lens, but it was damaged."